Event description:
As reported through clinical study maestro - pmcf study- based on the information provided, the reported ae1: coil prolapse at mz-mca origin (coil protrusion during manipulation of comaneci device), resulting in clot formation is indicated to have a causal relationship to the coil study device. Auto notification: site: 42 --- (B)(6), patient: (B)(6), additional information: ae ID #: 01. Event (diagnosis or words used by the patient): coil prolapse at mz-mca origin any anonymized source documents uploaded? Yes. Description of the event and circumstances (detail description of course of the event): coil protrusion during manipulation of comaneci device. Technical event/device malfunction: is the adverse event associated with malfunction of a microvention device? Yes. Ae type: per-procedural defined as complication occurred during the procedure (until patient's awake). Clinical impact: patient asymptomatic, neurological event: no, date of event onset: 13-mar-2026, date of site awareness: 13-mar-2026, date of site reporting: 16-mar-2026, is this a serious adverse event? No, severity: mild, coil study device: x, relationship: causal relationship, additional medication: x, antiplatelet/anticoagulant medication: x, outcome: resolved, date of resolution: on (B)(6) 2026, this adverse event has been updated for this subject. Additional information: 13-march-2026 (per procedure complication) ae1: coil prolapse at mz-mca origin (coil protrusion during manipulation of comaneci device). According to the description provided by the site (event form attached), the event is not serious, associated with device malfunction of a micovention device. In term of clinical impact, the patient is asymptomatic. The event is not a neurological event. Causal relationship with the coil study device was reported. No more information available. The actions taken for the event is a drug treatment and an endovascular treatment. The outcome is resolved on (B)(6) 2026. On (B)(6) 2026 (discharge): the patient discharged from the hospital with mrs=0. The prolapse occurred in relation to the comaneci device (a retractable balloon like temporary bridging device). This happened when the device was deflated in order to reposition the jailed coiling catheter during the later part of the procedure, as the existing microcatheter position was unfavourable for further coiling. Following removal of the device, thrombus formation occurred in the m2 branch. This was managed with a laser cut stent, as tirofiban did not achieve complete resolution of the clot, and the goal was to prevent downstream ischaemic complication. Overall, this represents a technical adverse event associated with a non microvention device during the procedure. As it cannot be determined which coil device may have impacted the coil protrusion during manipulation the hydroframe coil was chosen as a default. The other devices used in the procedure will be listed as concomitant device.

Manufacturer narrative:
H11. The lot number is unavailable despite our attempt to obtain the device specific information. Therefore, the UDI and primary di number are not available. Procedure/medical information review: medical procedure note review: a detailed medical review of procedure notes dated on (B)(6) 2026, was performed on (B)(6) 2026. As reported in the maestro pmcf study, the patient was treated for an unruptured bifurcation saccular aneurysm; located on the right middle cerebral artery. Index procedure date was on (B)(6) 2026. Treatment consisted of using 12 hydrocoils (01 hydroframe, 06 hydrofill and 05 hydrosoft 3d) and a stent lvis evo lev4018 which were utilized during the reported event of coil prolapse at mz-mca origin (coil protrusion during manipulation of comaneci device) which occurred during the performance of the procedure on index procedure date on (B)(6) 2026. The patient was treated with tirofiban and an endovascular procedure which utilized a acclino 3 x 5 to prevent further delayed clot formation. Medical review of data indicates that the outcome was resolved on (B)(6) 2026, and patient was discharged from the hospital with mrs=0. Based on a review of available procedure note data, coil protrusion during manipulation of comaneci device during the performance of the procedure which was being performed for the treatment of an unruptured bifurcation saccular aneurysm located on the right middle cerebral artery, and the relationship to the 12 hydrocoils (01 hydroframe, 06 hydrofill and 05 hydrosoft 3d) utilized cannot be ruled out. Batch review: a search for non-conformance's associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications: potential complications include but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions: the hes is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the hes coil 33. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 35. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 36. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 37. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 38. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system.